Event description:
Pt was outside the inclusion/exclusion criteria for placement of the zenith aaa endovascular graft. Infrarenal neck angle measured approx ninety degrees. At the time of the procedure, the pt had a high creatinine level. The planned placement of an additional stent at the proximal portion of the main body graft, due to the extreme angulation had been previously determined. When attempting to place the stent at the proximal portion of the graft, the delivery system of the main body caught on the distal end of the ipsilateral leg graft, telescoping the graft further upward into the limb of the main body. Another MFR's stent graft was deployed at the distal segment to the ipsilateral leg graft to regain the seal in the iliac artery. A constriction upon the contralateral leg graft by the vessel, was also detected at the junction between the main body extension and the iliac leg graft. Another MFR's stent was deployed at the site of the noted stenosis, in order to maintain future patency of the vessel. With the final angiogram performed, a small osteo-lesion was detected at the renal orifice, that may possibly be inhibiting flow to the kidney. An attempt to cannulate and stent the renal artery was unsuccessful. Procedure was concluded with the decision to monitor the status of the renal artery patency. No endoleaks were observed.